Event description:
Parent reported around event date, in 2005, patient's ventilator was cutting out and defaulting to other settings and that this has occurred before. Reset itself; hit reset button, then vent would start back-up. Vent seemed hot to touch in the back of the unit. No allegations of vent causing harm. Unit dropped/damaged.